Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas could not be conclusively established through this evaluation. Additionally, the report of a separation of the driveline bend relief from the metal connector was confirmed through evaluation of the submitted photos. The submitted log file contains data from (B)(6) 2019 at 04:39 through (B)(6) 2019 at 08:10. Intermittent low speed events were captured on (B)(6) 2019 from 19:42 through 19:48, resulting in 10 total low speed advisory alarms. The pump speed reached a minimum of 4660 rpm (4740 rpm below the low speed limit). These low speed events appeared to occur while the patient was supported by the mpu. The hmii lvas IFU and patient handbook address all system controller alarms (including low speed advisory alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 4 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an alarm on the evening of (B)(6) 2019 when they switched from batteries to mobile power unit. The patient arrived on hospital on (B)(6) 2019 and a log file was taken and the team observed that the plastic begins to separate from the metal sleeve on the percutaneous lead. There was nothing noticeable found on the x-ray of the perc lead. The team put the patient on high emergency transplant list. Patient was transplanted (B)(6) 2019. No further information was provided.